Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the unit shutdown with power issue, low battery issue, battery slot a will not show battery connected. There was not reported pt involvement/adverse pt impact.